Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the customer experience a low blood glucose (bg) level of 41 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.